Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving fentanyl [750 mcg/ml] at a dose of 250 mcg/day and bupivacaine [10 mg/ml] at a dose of 3.328 mg/day via an implantable pump for non-malignant pain and unsuccessful disc surgery. It was reported on (B)(6) 2016 that the wound over pocket had not closed since implant on (B)(6) 2016. No other symptoms were reported. It was noted that as a factor that may have led or contributed to the issue the patient was a poorly controlled diabetic. It was indicated that cultures had been taken routinely since implant and all had returned negative for bacterial growth. Surgical intervention of irrigation and debridement of the open wound was done. It was reported at the time of the report the patient¿s status was ¿alive ¿ no injury¿ and the issue was resolved. The patient¿s medical history included chronic pain and diabetes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.